Event description:
It was reported the xenon light source had a b30 communication error. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's allegation of b30 communication error was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, during troubleshooting with olympus technical assistance center (tac), the endoscopes were tested on another unit and worked fine but keeps getting the error message using the xenon light source (clv-190). The technician advised the user to try reinstalling the digital light source cable (ma j-1933). Since the unit was not connected at that moment, troubleshooting could not be conducted. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.